Event description:
It was reported that during a renal pta / stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a de novo lesion in the right renal artery. The physician used a bsc str 300cm guide catheter and a pt choice guidewire to reach the lesion. The physician performed angioplasty and deployed the express biliary/renal sd pmtd stent. There was no difficulty inflating the balloon, and the physician was able to inflate it on the first attempt. The balloon was inflated to 18 atms, then to 9 atms. Following stent deployment, the balloon "would not deflate and re-wrap correctly," and physician would not pull the balloon back into the guide. The balloon could not be removed from the guide while it was in the body, so the physician removed the guide, balloon, and wire from body as a unit. He subsequently rewired the lesion and successfully completed the case. No pt injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.